Manufacturer narrative:
The customer received phone assistance from the technical support engineer (tse). Tse reviewed the logs and identified error 22021 pointing to grip calibration failure on an inserted tool. Tse instructed the caller to remove the sterile adapter (sa) and check for debris presence on the usm carriage. After reseating the sa and instruments, the error cleared. The instruments engaged and calibrated properly without any error. Tse confirmed no issue with the usm arm. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A log review confirmed the occurrence of the reported error fault during the procedure performed on (B)(6) 2022 using system sl0670. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to recognition/engagement issue with the instrument on universal surgical manipulator 3. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, multiple recognition errors were observed on the universal surgical manipulator (usm) 3. No issue was found when the user installed the same instruments into usm2. The customer received phone assistance from the technical support engineer (tse). Prior to the call, the caller (nurse) indicated that they initially called an clinical sales representative and performed initial unspecified troubleshooting; however, failed to resolve the issue with usm3. As a result, the surgeon decided to convert to laparoscopic surgery. As part of the call, tse reviewed the logs and identified error 22021 pointing to grip calibration failure on an inserted tool. Tse instructed the caller to remove the sterile adapter (sa) and check for debris presence on the usm carriage. After reseating the sa and instruments, the error cleared. The instruments engaged and calibrated properly without any error. Although no issue with the usm arm was confirmed after completing tse troubleshooting, the procedure at this point has already been converted. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.